Event description:
The customer reported that the system displayed poor image quality and the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the cross arm cable, bios battery & modified the pc guard. He also updated the software.